Event description:
A surgeon reports that during intraocular lens (iol) implant surgery, a small capsular tear was observed in a pt during the irrigation and aspiration procedure. As the surgeon advanced the plunger rod to implant the lens, he felt resistance in the cartridge, and when the lens entered into the eye, the capsular bag tear enlarged. The lens was positioned properly in the eye during surgery, but was noted to be tilted the following day. Add'l info has been requested.

Manufacturer narrative:
The complaint device associated with this report has not been received for eval. Product history records could not be reviewed because the reporter did not provide a lens serial number, lot number, or any identification traceable to the mfg documentation. Add'l info has been requested. The report was mailed to FDA on: 07/03/2008.